Manufacturer narrative:
Age of time of event: 18years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, contrast media was found leaking under flouroscopy and the balloon ruptured on first inflation at 5 atmospheres for 3 seconds. The procedure was completed with a non bsc device. No patient serious injury nor complications were reported.